Event description:
(B)(6) -the dealer reported that the tdxsp power wheelchair gearbox was leaking grease into the motor. There was no patient injury reported.

Manufacturer narrative:
(B)(4) only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4)(MDR).